Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was low outside the lab-established ranges. Per customer, the na seemed to drift low post calibration. On (B)(4) 2011, a bci field service engineer (fse) found bubbles on both na and cl electrodes. Fse replaced both electrodes and the syringe assembly. On (B)(4) 2011, fse visited the site to verify the repairs. Additional issues were observed and repairs were conducted. However, the repairs did not resolve the issue. On (B)(4) 2011, fse replaced electrolyte injection cup (eic), the carbon bridge, adjusted the syringe, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) and chloride (cl) results on five patients (5) generated on the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated and higher results were obtained. Amended results were initiated and reported. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was low outside the lab-established ranges. Per customer, the na seemed to drift low post calibration. On (B)(4) 2011, a bci field service engineer (fse) found bubbles on both na and cl electrodes. Fse replaced both electrodes and the syringe assembly. On (B)(4) 2011, fse visited the site to verify the repairs. Additional issues were observed and repairs were conducted. However, the repairs did not resolve the issue. On (B)(4) 2011, fse replaced electrolyte injection cup (eic), the carbon bridge, adjusted the syringe, and verified performance. Change (correction)"from: a customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) and chloride (cl) results on five patients (5) generated on the unicel dxc 800 pro synchron chemistry analyzer. To: a customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) results on five patients (5) generated on the unicel dxc 800 pro synchron chemistry analyzer. Addition: added (B)(4) under method section.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low sodium (na) results on five patients (5) generated on the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated and higher results were obtained. Amended results were initiated and reported. Patient results are provided. Patient treatment was not impacted by this event.